Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination confirmed the device header was detached from the case. All set screws were verified to be in the fully loosened position. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the ra and rv leads. Past evidence has shown that the silicone surfaces of the lead and the pacemaker header can become partially bonded over time, thereby making lead removal difficult. This appears to be the cause of the observed difficulty removing the leads from the header of this device.

Event description:
Boston scientific received information that during routine replacement of this pacemaker for elective replacement indicator (eri), the right atrial (ra) and right ventricular (rv) leads were unable to be removed from the device header. The header was then cut to remove the leads. The device was successfully explanted and replaced with the chronic leads. No adverse patient effects were reported.